Event description:
PICC line was placed 2005 in the left basilic. Steri strips were placed on the insertion site. The catheter broke 2 days later when the clinician was redressing the site. They were able to remove the catheter by hand.